Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown ind ications for use. It was reported that the patient's previous ins only lasted 2.5 years. No further information was received. There were no symptoms reported. No further complications were reported or anticipated.